Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his spectra penile prosthesis (spp) removed and replaced with a 11 mm x 16 cm cylinders tectra prosthesis.